Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain rated 6/10") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals and skin irritation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dizziness ("lightheaded but has never passed out") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia, metrorrhagia and polymenorrhoea. On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain and cramping"), vaginal infection ("frequent vaginal infections") and ovarian cyst ("complex left ovarian cyst"). The patient was treated with metronidazole (flagyl), naproxen (naprosyn) and surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, dysfunctional uterine bleeding and ovarian cyst outcome was unknown and the dizziness had not resolved. The reporter considered abdominal pain, dizziness, dysfunctional uterine bleeding, ovarian cyst, pelvic pain and vaginal infection to be related to essure. The reporter commented: although plaintiff has not been tested for a nickel allergy, she cannot wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: unremarkable uterus and left ovary; on (B)(6) 2012: complex left ovarian cyst. On (B)(6) 2011: ultrasound (to evaluate her symptoms) - the right ovary was not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and from that day on she presented pelvic pain ("chronic pelvic pain/ pain rated 6/10"). A laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with removal of the implants was performed four years and three months after essure placement. Additional non-serious events were reported. Pelvic pain is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred directly after insertion. Given event's nature, the close temporal relationship and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information will be obtained through the litigation process.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain rated 6/10/worsening pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals and skin irritation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dizziness ("lightheaded but has never passed out") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia, metrorrhagia and polymenorrhoea. On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain and cramping"), vaginal infection ("frequent vaginal infections") and ovarian cyst ("complex left ovarian cyst"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with naproxen (naprosyn), and surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, dysfunctional uterine bleeding, ovarian cyst, bacterial vaginosis and genital haemorrhage outcome was unknown and the dizziness had not resolved. The reporter considered abdominal pain, bacterial vaginosis, dizziness, dysfunctional uterine bleeding, genital haemorrhage, ovarian cyst, pelvic pain and vaginal infection to be related to essure. The reporter commented: although plaintiff has not been tested for a nickel allergy, she cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it, due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: both ovaries were normal in size and contour.; on (B)(6) 2011: results: unremarkable uterus and left ovary; on (B)(6) 2012: results: complex left ovarian cyst. Diagnostic results: on (B)(6) 2011: ultrasound (to evaluate her symptoms) - the right ovary was not visualized. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 21-sep-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain/ pain rated 6/10/worsening pain') in a 30-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals and skin irritation. On (B)(6) 2010, the patient had essure inserted. On (B)(6) 2010, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dizziness ("lightheaded but has never passed out") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia, metrorrhagia and polymenorrhoea. On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain and cramping"), vaginal infection ("frequent vaginal infections") and ovarian cyst ("complex left ovarian cyst"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis") and genital haemorrhage ("worsening abnormal bleeding"). The patient was treated with metronidazole (flagyl), naproxen (naprosyn) and surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorextomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, dysfunctional uterine bleeding, ovarian cyst, bacterial vaginosis and genital haemorrhage outcome was unknown and the dizziness had not resolved. The reporter considered abdominal pain, bacterial vaginosis, dizziness, dysfunctional uterine bleeding, genital haemorrhage, ovarian cyst, pelvic pain and vaginal infection to be related to essure. The reporter commented: although plaintiff has not been tested for a nickel allergy, she cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it, due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: results: both ovaries were normal in size and contour.; on (B)(6) 2011: results: unremarkable uterus and left ovary; on (B)(6) 2012: results: complex left ovarian cyst. Diagnostic results: on (B)(6) 2011: ultrasound (to evaluate her symptoms) - the right ovary was not visualized. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 28-aug-2020: plaintiff fact sheet received. Reporter and indication added. Event worsening abnormal bleeding added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain rated 6/10") in a 30-year-old female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals and skin irritation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dizziness ("lightheaded but has never passed out") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia, metrorrhagia and polymenorrhoea. On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain and cramping"), vaginal infection ("frequent vaginal infections") and ovarian cyst ("complex left ovarian cyst"). On an unknown date, the patient experienced bacterial vaginosis ("bacterial vaginosis"). The patient was treated with metronidazole (flagyl), naproxen (naprosyn) and surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorextomy on (B)(6) 2015. Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, dysfunctional uterine bleeding, ovarian cyst and bacterial vaginosis outcome was unknown and the dizziness had not resolved. The reporter considered abdominal pain, bacterial vaginosis, dizziness, dysfunctional uterine bleeding, ovarian cyst, pelvic pain and vaginal infection to be related to essure. The reporter commented: although plaintiff has not been tested for a nickel allergy, she cannot wear ¿fake¿ (or ¿costume¿) jewelry, which often has nickel in it, due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: both ovaries were normal in size and contour.; on (B)(6) 2011: unremarkable uterus and left ovary; on (B)(6) 2012: complex left ovarian cyst on (B)(6) 2011: ultrasound (to evaluate her symptoms) - the right ovary was not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 30-apr-2018: new lab data provided; bacterial vaginosis added as event. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain/ pain rated 6/10") in a (B)(6) female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. The patient's concurrent conditions included allergy to metals and skin irritation. On (B)(6) 2010, the patient had essure inserted. On the same day, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required). On (B)(6) 2011, the patient experienced dizziness ("lightheaded but has never passed out") and dysfunctional uterine bleeding ("dysfunctional uterine bleeding") with menorrhagia, metrorrhagia and polymenorrhoea. On (B)(6) 2012, the patient experienced abdominal pain ("severe abdominal pain and cramping"), vaginal infection ("frequent vaginal infections") and ovarian cyst ("complex left ovarian cyst"). The patient was treated with metronidazole (flagyl), naproxen (naprosyn) and surgery (laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy on (B)(6) 2015). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, abdominal pain, vaginal infection, dysfunctional uterine bleeding and ovarian cyst outcome was unknown and the dizziness had not resolved. The reporter considered abdominal pain, dizziness, dysfunctional uterine bleeding, ovarian cyst, pelvic pain and vaginal infection to be related to essure. The reporter commented: although plaintiff has not been tested for a nickel allergy, she cannot wear "fake" (or "costume") jewelry, which often has nickel in it, due to skin irritation. Diagnostic results (normal ranges are provided in parenthesis if available): ultrasound scan - on (B)(6) 2011: unremarkable uterus and left ovary; on (B)(6) 2012: complex left ovarian cyst. On (B)(6) 2011: ultrasound (to evaluate her symptoms) - the right ovary was not visualized. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 26-apr-2017: quality safety evaluation for product technical complaint. Company causality comment: this spontaneous non-medically confirmed legal case report refers to a (B)(6) female consumer who had essure (fallopian tube occlusion insert) inserted and from that day on she presented pelvic pain ("chronic pelvic pain/ pain rated 6/10"). A laparoscopically assisted vaginal hysterectomy and bilateral salpingo-oophorectomy with removal of the implants was performed four years and three months after essure placement. Additional non-serious events were reported. Pelvic pain is serious due to its medical significance and it is anticipated in essure's reference safety information. After essure insertion, pelvic, back and uncharacterized pain may occur. In this present case, the event occurred directly after insertion. Given event's nature, the close temporal relationship and absence of alternative explanation causality of essure cannot be excluded. This case was regarded as incident, since surgical intervention was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.